Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a headache when using the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headache when using the device at patient home. There was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The device's downloaded event log was reviewed by the service center and found 1 error. The service center found no evidence of sound abatement foam degradation and the unit pca was replaced. Section d9, g3, h6 has been updated / corrected.